Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The pads were not received at zoll for evaluation. However, an investigation was conducted on three retained pairs of onestep complete electrode, lot number 1325d. The customer's report was not replicated or confirmed. The retained pairs of electrodes were assembled according to the specification. No trend is associated with reports of this type.